Event description:
Additional information was received that the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.